Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. There was no adverse impact to customer¿s blood glucose level. Customer changed supplies and resumed insulin delivery to address the issue. Ultimately, the customer reverted to an alternate method of insulin therapy.